Event description:
The customer reported that during a patient event they experienced 3 minutes with a leads off condition.

Manufacturer narrative:
(B)(4): leads ECG does not affect the delivery of therapy, but due to the patients outcome we are reporting this as a malfunction. There was no report that the device behavior played a role in the patient outcome. The device was evaluated at philips and the symptom could not be duplicated. We are unable to determine the cause of the reported symptom.